Event description:
Gadolinium (contrast) for an MRI scan was inadvertently injected in the evd (external ventricular drain) infusion site instead of the IV port. The evd tubing had a yellow "csf access" label built into the infusion stopcock with a color-coded green line in the tubing. The stopcock resembled the one on the IV extender tubing sometimes used and the green line was difficult to see from some angles. The evd is a dual drain and injection device.